Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, no power. "C 45" has failed. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick smoking, but there is a failure of c45 and u5 that might have been the cause of the smoking complaint. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, no power. "C 45" has failed. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick smoking, but there is a failure of c45 and u5 that might have been the cause of the smoking complaint. Dealer is stating the wired ribbon to the circuit board and there was smoke coming from the joystick and the end user unplugged the joystick at the cable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating the wired ribbon to the circuit board and there was smoke coming from the joystick and the end user unplugged the joystick at the cable.